Event description:
Healthcare professional reported right side "rupture" diagnosed via ultrasound. Healthcare professional later reported "replacement due to rupture breast, with MRI and mammography". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required a review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
E1. Phone number continued: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" diagnosed via ultrasound. Healthcare professional later reported "replacement due to rupture breast, with MRI and mammography". Device has been explanted and replaced with another manufacturer's device.